Event description:
I was tightening a medical boot device that my doctor provided to help with my recovery from a severe leg/ankle injury. It is a ossur rebound air walker. When tightening the strap for the critical ankle area, the loop that the velcro strap goes through disconnected from the boot. Thus not allowing me to secure my foot into the boot. My foot was now in an unstable environment, I had to remove the boot and maintain no weight on the foot to prevent injury.